Event description:
Customer reported to beckman coulter, inc. That the access 2 immunoassay analyzer (access 2) generated two troponin I (accutni) results that were above the acute myocardial infarction cutoff value. One elevated result was reported out of the laboratory. The doctor questioned the result. Customer reported they retested the samples and the repeated results were within the normal range. Customer indicated there was no change in patient treatment. There was no report of any adverse event or injury requiring medical intervention or patient treatment. A bec field service engineer (fse) was dispatched to the customer's site to evaluate the instrument. The fse found the rotor was loose on the shaft causing bubbles in the wash pump. The fse replaced the wash valve assembly. The fse also performed preventive maintenance. The fse performed system verification procedures after the repairs. The system verification procedures passed within the assay specifications and the instrument specifications following service.

Manufacturer narrative:
Results: rotor. Reagents used in conjunction with the access 2 immunoassay analyzer: access accutni calibrator, lot number 222575. Access accutni 2 x 50 determinations, lot number 226763.